Event description:
It was reported that the mainframe on the stenoscope system would intermittently lose power when moving from a/p to lateral. This was not during a case and no pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.